Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, it was reported that the customer experienced a low blood glucose (bg) level (value not provided); cause was unknown. No information additional information was provided. The customer continued to use the pump for insulin therapy.